Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6), inratio: 5.8, re-test: 3.0 (5 minutes between tests). Date: (B)(6), inratio: 2.5, md poc: 2.0 (seconds between tests). The same finger stick site was used for both tests. Therapeutic range: 2.0-3.0.